Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: on investigation, the pump failed to power on. Investigation duplicated the alleged no power complaint. There was visible moisture in the display; leak testing revealed moisture ingress at the display lens and moisture inside the pump on the printed circuit board. Investigation duplicated the complaint; no power due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.